Event description:
On 7/15/2022, it was reported by a distributor via email that an ar-4501 meniscal cinch ii was able to deploy the first anchor but when attempting to the deploy the second anchor, it came out. This was discovered during a procedure on (B)(6) 2022. Additional information received on 7/15/2022: after deploying both anchors successfully, the second one pulled out of implantation site. Surgeon removed both anchors and sutures from inside the patient and was able to complete the case without further issues. Additional information received 7/22/2022: this procedure took place on (B)(6) 2022 and was completed with another ar-4501 meniscal cinch ii.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, improper bone preparation and/or excessive force used when tensioning the sutures.